Event description:
Rptr alleged that the memory of the aviva system stored a value of 115 mg/dl instead of the value of 521 mg/dl obtained at the time of the test. Rptr indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.